Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
The dealer stated the left wheel was warped out of the box. The dealer stated the left wheel is the damaged one.